Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a large lead edema a few days following the lead implantation procedure. The edema was confirmed via computerized tomography (CT) scan to be located along the lead. The devices remained implanted, and the patient was treated with medication.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: (B)(6).